Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 184 and 194mg/dl. The expected fasting blood glucose test result range is 95 to 135mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 04/14/2019 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: result 1:184 mg/dl date:(B)(6) time:5:07pm fasting, result 2:194 mg/dl date: (B)(6) time:5:01pm fasting. Customer just received the meter, attempted to test and the meter displayed high result. Customer expected range fasting is 95-135mg/dl.